Event description:
The patient was having a left internal carotid artery dilatation and stenting. A perclose device was placed and an attempt at closure was made with this device, but the device failed. The stitch broke. Therefore, the guidewire and the perclose were removed and pressure was applied to the groin as the patient was given 75 mg of protamine intravenously. A c clamp device was then applied for 20-minutes after 10-minutes of manual pressure. The patient tolerated the procedure well with no neurological or medical issues during the operative procedure.